Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing itching immediately after inserting the sensor and over the following 2 days the symptoms became worse and painful. Customer had contact with a healthcare professional who "found inflammation over the entire upper arm and over half the forearm". The customer also indicted there was hardening at the point of sensor insertion. Customer was prescribed unspecified local antibiotics with cortisone gel. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors and fs libre sensor kits within expiration at the time of complaint] were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An adverse skin reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing itching immediately after inserting the sensor and over the following 2 days the symptoms became worse and painful. Customer had contact with a healthcare professional who "found inflammation over the entire upper arm and over half the forearm". The customer also indicted there was hardening at the point of sensor insertion. Customer was prescribed unspecified local antibiotics with cortisone gel. No further treatment was reported. There was no report of death or permanent injury associated with this event.